Event description:
It was reported two balloons ruptured on the first inflation at approx 12-15 atmospheres during an iliac angioplasty procedure of a calcified lesion. Another balloon was used to successfully complete the procedure without patient complications. One of the devices was returned, evaluated, and retained by this manufacturer. The engineering evaluation indicated the shaft under the balloon was corkscrewed. A pin hole leak was revealed 5mm distal to the distal radiopaque marker. Chatter marks and wrinkles were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over pressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon, and contact with a sharp external source, scratches on the balloon surface. It was also indicated these devices were used in a calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the devices. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."